Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Testing of the device with a known good patient circuit setup and the same settings used by the customer on the reported event date yielded no abnormal findings. There is no evidence to support that the customer report is a device-related fault. In regard to the device not ventilating - this appears to be tied to the numerous leak alarms which again suggests a patient circuit or setup issue. Ased on the device data review and testing, no device malfunction was identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.